Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that on (B)(6) 2019 the infusion device was delivering an inaccurate amount of insulin after a cartridge change resulting in low blood glucose levels. The patient's blood glucose result was 2.9 mmol/l. The patient lost consciousness and his wife called the paramedics. The blood glucose results taken by the paramedics and at the hospital were not provided. The patient was treated with glucose. It is unknown how long the patient was in the hospital. On (B)(6) 2019 the patient experience hypoglycemia again after a cartridge change. No treatment was required.